Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer occasionally removes the cartridge before the pump prepares for the cartridge to be removed. Customer believed to have a high blood glucose level; however, the customer did not want to check. It was confirmed that the customer had manual injections available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received. Per tandem's t:slim user guide "do not remove the cartridge during the load process until prompted on the t:slim pump screen".